Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient was removing the cycler set cassette from the prior night's treatment when fluid was noticed leaking from the bottom of the cassette door where the connectors of the cycler set are located. Fluid did not come into contact with the cycler. The patient reported receiving the supply bag lines are blocked alarm during dwell 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fresenius technical support representative advised the patient to call for support when an issue is occurring so that live troubleshooting assistance can be provided. The patient checked the load cell, which read at 722, and calibrated it to 700. Additional information was requested, however, to date a response has not been received. The cycler set cassette used by the patient was not returned for physical evaluation by the manufacturer. The cycler was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.